Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 520 mg/dl. Reportedly, the pump didn¿t deliver insulin as intended. Tandem technical support (cts) performed a pump system check and determined that customer was using off-label insulin. Cts educated the customer on insulin labelling. The pump was determined to function as intended. The cartridge and infusion set were changed, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.